Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported the patient experienced discomfort located at the lead site. Surgical intervention took place on (B)(6) 2021 wherein the lead was repositioned. No further information is known at this time.